Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion event on 07-jun-2024. Blockage was located in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information available.